Event description:
Upon further query the following info was provided that indicated a leak. The tubing set was being used to deliver 250ml of fluorouracil 6656mg, at an unspecified rate, via a gemstar pump for the duration of 96 hours. No further programming parameters were provided. At an unspecified time on the third day after the delivery was started, the customer contact reported that an unspecified volume of solution leaked from an unspecified location on the filter of the tubing set. The customer contact reported that the therapy was discontinued early. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
(B)(4). The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.